Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and diffuse lamellar keratitis(dlk) stage 3+ was noticed on (B)(6) 2017 in left eye. The patient is being treated with topical steroids and a flap lift and rinse was performed. It was reported that the dlk had resolved by (B)(6) 2017. Patient was 20/20 preop and 20/40 post op on (B)(6) 2017. It was mentioned that this was a raindrop (device) patient. She stated 5 bilateral patients were treated on the ifs laser on the same day with no problems or dlk reported. Account reported event was also reported to raindrop manufacturer.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.